Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for malignant pain. It was reported that during a pump refill, a reservoir volume discrepancy was noted: expected reservoir volume (irv) - 14 ml, actual reservoir volume (arv)- 17 ml. Patient did report some persistent lumbar radiculopathy and a repeat transforaminal epidural steroid injection was given. Another lumbar transforaminal epidural steroid injection was performed on (B)(6) 2024. The patient reported stable pain control. On (B)(6) 2025 a reservoir volume discrepancy was noted: irv - 13.4 ml, arv - 17 ml. Fluctuating pain was reported. Another lumbar medial branch block was performed on (B)(6) 2025. During pump refill on (B)(6) 2025 a reservoir volume discrepancy was within normal limits: irv - 17.1 ml, arv - 20 ml. The patient reported effectively managed pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that on 2025-dec-05 the reservoir volume discrepancy at the following refill was within normal limits: irv - 14.7 ml, arv ¿ 17 ml. The issue was reported as resolved.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a pump refill, a reservoir volume discrepancy was noted: expected reservoir volume irv - 18.3 ml, actual reservoir volume arv ¿ 22 ml. No associated signs or symptoms. No further diagnostics or interventions

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a pump refill on (B)(6) 2025, a reservoir volume discrepancy was notee expected reservoir volume irv - 17 ml, actual reservoir volume arv ¿ 20 ml.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the healthcare provider via a clinical study indicated that during a pump refill on (B)(6) 2025, a reservoir volume discrepancy was noted expected reservoir volume irv - 14.8 ml, actual reservoir volume arv ¿ 19 ml.